Event description:
It was reported that a patient experienced high blood glucose while using the ilet for approximately six days, with use characterized by late and clustered meal announcements, use of meal announcements as correction doses, overtreatment of lows, and multiple pauses of the ilet during hyperglycemia. Symptoms included hyperglycemia. Outcomes included an emergency room visit. Investigation included review of device data and user-reported information. Investigation of this case revealed use inconsistent with training, including missed spacing of three meals, late announcements, meal announcements used as corrections, overtreatment of lows, and pausing the ilet during elevated glucose. It was concluded that the event was due to use error related to meal announcement timing and system pausing rather than a device malfunction.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.